Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation, the remote monitor got hot. The patient felt a burning sensation in the chest and it felt like it burned a finger but it was in the center of the chest. It was verified that the reader and base were still hot to touch. No further troubleshooting was taken. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #703295865: model# 24952b serial/lot# (B)(4): the remote monitor was returned, and analysis revealed that there was no complaint failure found; found error codes (B)(4) in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.